Event description:
Related manufacturer reference number: 2017865-2022-50748. It was reported the right ventricular and atrial leads were explanted and replaced. The patient status was unknown. No further information was reported on this event.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted the right ventricular and atrial leads were explanted due to dislodgement from twiddler's syndrome. The patient was in stable condition throughout.